Event description:
A peritoneal dialysis registered nurse (pdrn) reported that the patient was diagnosed with peritonitis. Upon follow-up, the patient¿s pdrn reported the patient presented to the (B)(6) clinic on (B)(6) 2024 with fever, abdominal pain, and cloudy pd effluent. A pd effluent culture was obtained. The patient was diagnosed with peritonitis. The patient was administered intraperitoneal (ip) vancomycin 2g one time. Additionally, the patient was prescribed ip tazicef 2g daily for 3 weeks. The culture resulted positive for gram-positive coagulase-negative staphylococci (cons). The patient¿s antibiotic treatment was adjusted and ip vancomycin 2.5g daily for three weeks was added. The patient was not hospitalized and continued to complete pd therapy utilizing the liberty select cycler during recovery. The patient¿s repeat cultures (unknown date), and white cell count (date not provided) showed the peritonitis had cleared. The cause of the peritonitis was not confirmed; however, no cassette leaks or other issues with the liberty select cycler or cycler set were reported.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis. However, there is no documentation of a causal relationship between the use of the cycler with cycler set and the peritonitis event. Additionally, there is no allegation of a device malfunction or deficiency, or a cycler set defect reported for this event. Although a cause of the peritonitis was not determined, the results of the culture suggest a breach in aseptic technique. Most cases of pd-related peritonitis are the result of ¿touch contamination¿, where the patient or their helper inadvertently breaks sterile technique and contaminates the catheter or its connections. The most common pathogens are coagulase-negative staphylococcal species (eg, staphylococcus epidermidis) that commonly colonize human skin and hands. Based on the available information and no evidence of a malfunction, deficiency, or defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that the patient was diagnosed with peritonitis. Upon follow-up, the patient¿s pdrn reported the patient presented to the pd clinic on 23/jan/2024 with fever, abdominal pain, and cloudy pd effluent. A pd effluent culture was obtained. The patient was diagnosed with peritonitis. The patient was administered intraperitoneal (ip) vancomycin 2g one time. Additionally, the patient was prescribed ip tazicef 2g daily for 3 weeks. The culture resulted positive for gram-positive coagulase-negative staphylococci (cons). The patient¿s antibiotic treatment was adjusted and ip vancomycin 2.5g daily for three weeks was added. The patient was not hospitalized and continued to complete pd therapy utilizing the liberty select cycler during recovery. The patient¿s repeat cultures (unknown date), and white cell count (date not provided) showed the peritonitis had cleared. The cause of the peritonitis was not confirmed; however, no cassette leaks or other issues with the liberty select cycler or cycler set were reported.